Manufacturer narrative:
Failure analysis was performed on the touch controller printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Benchtop analysis: install the provided touch controller pcba on a known good unit. Stylus doesn't align with cursor in the screen. Perform calibration twice and restarted encore programmer twice ¿ touch screen still cannot be calibrated properly, and stylus doesn't align with the cursor. Installed a known good touch controller pcba and stylus calibrated properly. Confirmed customer complaint touch screen cannot be calibrated properly due to failing touch controller pcba. Conclusion: complaint confirmed. The touch controller pcba is out-of-spec electrical. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the multiple sections of the programmer display could not be activated with a finger or stylus and that calibration did not resolve the issue. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple sections of programmer display including the data icon could not be activated with a finger or stylus. The issue persisted after recalibration. The programmer is expected to be returned for service. There was no patient involvement.